Event description:
A user facility submitted a repair request to the olympus service center, on an evis lucera duodenovideoscope for broken forceps elevator rising wire. Upon inspection and testing of the customer returned device, the following defects were found, adhesive part of the lighting lens is peeled off, and gap in the tip adhesive part, or dirt entered the inside of the lens through the gap. This medical device report (MDR) is being submitted to capture the reportable malfunction found during evaluation. There was no report of patient harm or user injury associated with this event.

Manufacturer narrative:
The customer suspected device was returned for investigation. The olympus service center confirmed the reported event during inspection and testing. Upon evaluation of the returned device the following defects were found, fraying of the forceps wire, bending angle insufficient due to the elongation of the angle wire, play of the angle knob out of the normal state due to the extension of the angle wire, curvature collapse observed, scratches on the insertion part serpentine, dirt on the insertion part of the serpentine tube difficult to remove, curved rubber adhesive missing, scratches on the curved rubber adhesive part, tip cover scratched, lighting lens cracked, adhesive part of the lighting lens peeled off, scratches on operation part, dirt on the operation part that is difficult to remove, suction cylinder scraped, scratches on the up/down knob, scratches on the up/down angle fixing lever, scratches on the right/left knob, scratches on grip, forceps stopper scraped, scratches on universal code, scratches on operation part side of the universal cord, scope connector scratched, and scratches on the right/left angle fixing knob. The faulty parts were replaced, and the device was returned to the user facility. The investigation is ongoing. A supplemental report will be submitted upon completion of the investigation or if any additional information is provided by the user facility.

Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. It has been over 14 years since the subject device was manufactured. The device met all specifications at the time of shipment. Based on the results of the investigation, the cause of the events likely occurred from external stress and/or user handling. The specific root cause of this event could not be determined at this time. Olympus will continue to monitor field performance for this device.